Event description:
Pt c/o discomfort/significant lens awareness. Tried completion lens same issue. Gpc reported with both lenses sent os. Issue with os lens only. No issues with previous synergeyes lenses. Replacing the lens on the 2nd lens did not resolve issue. Issue now resolved with scl use. (3rd lens replacement). (B)(6) 2023 spoke with ecp, pt has no history of gpc os (giant papillary conjuctivitis-usually termed as an allergic reaction). Ecp: the od is fine no symptoms of gpc. Pt tried 2 lenses os same issue occurred. Pt is using b & l biotrue to clean the lenses and stores in clear care at night. Pt inserted os lens, he was unable to tolerate the lens, and could not keep the lens in his eye. 1/25/23 second lens was ordered. Same symptoms occurred. They have kept the od fit, and cancelled the synergeyes fit os (credit issued). Pt now has scl (b & l ultra for astigmatism) 1 month modality on order. Pt was given lotemax ophth. Drops os twice a day for 2 weeks. Gpc resolved post use. This resolved the gpc, gave pt comfort, & was used as preventative treatment. He is now on zaditor every night at bedtime as preventative and comfort. Consultation dept. Synergeyes.